Event description:
It was reported that the patient informed the manufacturing representative that his system was removed 2-3 months after implant due to infection. It was noted that the patient did not know the date of explant or facility. It was noted that there was no alleged product issue. It was noted that it the infection type was unknown. It was further noted that it was unknown if antibiotics were used or if a culture was taken. It was noted that the location of the issue was device pocket. It was noted that the patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).